Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon got a registration metric of 2.0 with green and yellow zones of accuracy. The surgeon proceeded into navigation and the surgeon felt inaccurate with all the instruments by approximately .5 cm. There was no delay in procedure and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2019-1-31: it was confirmed that the surgery was finished with navigation. The surgeon took into account the inaccuracy.